Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tip of the introducer was damaged. There was no reported patient injury. No other information was provided.

Event description:
It was reported that the tip of the introducer was damaged. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed but the exact cause remains unknown. One dilator and peel apart sheath from a 5 fr microez microintroducer were returned for evaluation. The tabs and the sheath had not been peeled. Blood residue was visible within the grey sheath and dilator. Microscopic observation of the sheath tip revealed it to be bunched inwards. Two regions with the most severe deformation appear to be on opposite ends of the sheath tip orifice. Based on the damage observed, possible contributing factors include advancement against resistance and inadequate skin knick. The product instructions for use (IFU) states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ since the sheath tip was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. H3 other text: evaluation findings are in section h11.